Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulted in the reported defective device-shortened (stent was compressed due to the patient anatomy and fell short of covering the entire target lesion). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous and 90% stenosed 6mm lesion in the superficial femoral artery. The command 18 guide wire was advanced and pre-dilatation was performed with the 6x150mm armada 35 balloon percutaneous transluminal angioplasty catheter, inflating to nominal pressure. The 6.0 x 150 mm supera self expanding stent system, which was prepared per the instructions for use, was advanced through an unspecified 6fr 45cm sheath, and the stent was deployed. The introducer sheath was 30cm to the proximal end of the stent during deployment. While deploying, the stent was compressed due to the patient anatomy and fell short of covering the entire target lesion. The delivery system was removed under fluoroscopy without issues. Another 6.5x150mm supera stent was deployed to overlap the existing compressed stent and cover the remaining target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.